Manufacturer narrative:
Product event summary: the data files and balloon catheter afapro28 with lot number 36484 were returned and analyzed. The data files confirmed system notice #50032 ¿the safety system has detected a compromised outer vacuum¿ in the beginning of the inflation phase of the applications one and two with the returned catheter. The files showed at least two applications were performed with this catheter on the date of the event. The files also showed at least 15 more applications were performed with a non-returned catheter without any issue on the date of the event. External visual inspection of the returned catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for two injections. The catheter failed the performance test due to system notice #50032 ¿the safety system has detected a compromised outer vacuum¿. Dissection/ pressure testing with the catheter revealed a double balloon breach. In conclusion, the balloon catheter failed the returned product inspection due to a double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.